Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified, additionally there was no physical damage on the location where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the nozzle of the insufflation channel was clogged by a dark rubbery material. There were no reports of patient involvement.